Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of the reagent or the instrument. The field service engineer performed preventative maintenance. Qc was performed and was within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for two patient samples with the cobas e 411 immunoassay analyzer. The reporter stated the issue started after service performed preventive maintenance in jul-2021. Patient 1: the initial result was 780 pg/ml. On (B)(6) 2021, the repeated result was 500 pg/ml. Patient 2: the initial result was 2013 pg/ml. On (B)(6) 2021, the repeated result was 981 pg/ml. The questionable results were reported outside of the laboratory and questioned by the doctor. The repeated results were deemed correct. The reagent lot number was 53907101. The expiration date was requested but not provided.